Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A doctor reported a high frequency of losing eye tracking during surgery. There was no patient harm.

Manufacturer narrative:
Additional information provided: during onsite visit the field service engineer (fse) adjusted the eye tracker, attended the surgery and no abnormality was found. The root cause could not be identified during technical review. The possible root cause is eye anatomy or movement of the patients eye. The manufacturer internal reference number is: (B)(4).